Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with stage 1 diffuse lamellar keratitis (dlk) in both eyes. The steroid drops were increased to every two hours for one week. The dlk responded to treatment and the vision is 20/20. This report is for the patient's right eye.